Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The target lesion was located in the heavily calcified right coronary artery. With the support of a 6fr non-bsc guide extension catheter, a 3.00x24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device became stuck when it was pulled back into the non-bsc guide extension catheter. Subsequently, the stent struts were damaged. Both devices were removed together. The procedure was completed with another new guide extension catheter and another stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. The device was returned inside a 6fr guide extension catheter which was inside a 6fr guide catheter and haemostatic valve. The device was also loaded over a guide wire. The stent was bunched in the distal tip of the guide catheter. The distal tip of the guide extension catheter was inside the guide catheter and was not in contact with the stent. A red blood like substance was present on the outside of the synergy device and inside the guide catheter, guide extension catheter and haemostatic valve. No issues were noted with these ancillary devices. The guidewire outer diameter was measured and the result was 0.013''. The device could be advanced and withdrawn over the returned guidewire without issue. The stent was bunched in the distal tip of the guide catheter. The stent could not be withdrawn into the guide catheter. The device was advanced in guide catheter to reveal the whole stent and balloon. A visual and microscopic examination of the crimped stent identified stent damage. Proximal and mid-stent struts were bunched in a distal direction along the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the exposed proximal end of the balloon wall indication correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination found multiple kinks on the proximal portion of the hypotube. The entire hypotube could not be inspected as device could not be removed from guide catheter. The device was advanced as far as possible into the guide catheter to reveal the shaft polymer extrusion, port bond and a portion of mid-shaft. A visual and tactile examination of the shaft polymer extrusion, including port bond and bi-component bond. A visual and microscopic examination found no damage to the device tip. No other issues were identified during the product analysis. The manufacturing crimp data for this device was reviewed and the crimping process & controls did not highlight any anomalies. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the patient status was fine.